Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use this hms plus instrument was having a measurement value issue. Use of the instrument was continued with no resulting adverse patient effect. The clinical engineer using the product did not mention that this is a "malfunction". Heparin sensitivity was measured using this instrument using a hdr cartridge and the values for all channels were "999". The patient's blood might have been specific, rather than an instrument defect, so the customer will try using the instrument again as they are unable to tell the cause. Additional information provided reports that heparin was administered according to the hospital protocol. It was not based on the measurements measured with this product.